Event description:
It was reported that there were cut-off on films associated with the 2600 system. There was also an issue raised regarding table operation. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted filmer alignment to correct cut-offs. The system was tested and found to be working as intended. There was also an issue raised regarding table operation; however, there was no abnormal table operation observed.